Manufacturer narrative:
Device received cracked/bleeding lcd glass. Unable to perform displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Due to cracked and bleeding lcd glass. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and broken off and missing end cap. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was totaled and damaged. Customer's blood glucose was unknown. Device had minor shatter on screen and blank display with ink spread all over, base was completely out. Damage was caused by the vehicular accident. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.